Event description:
A physician reported a certas valve (ID 8288060) was implanted in a 80 year-old male patient via l-p shunt on unknown date with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). On an unknown date between (B)(6) and (B)(6) 2022, the patient developed low cerebrospinal fluid pressure syndrome when the valve pressure was set to setting 6. The low cerebrospinal fluid pressure syndrome resolved in setting 7, but the symptoms did not improve. The set pressure has been going back and forth between settings 6 and 7, the patient is currently being followed up at setting 6.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The certas valve (ID 828806) was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined; however, the possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.